Event description:
Customer reported a leak when using the unicel dxc 660i synchron access clinical system. The leak was described as contained cap piercer leak. The cap piercer was leaking auto-gloss on top of the sample tube caps. The customer disabled the cap piercer and a service request was generated. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer, (fse) evaluated the instrument and confirmed wash fluid was leaking from the cap piercer. The blade was not being pulled into the waste system due to a plugged vacuum line. Cap piercer waste tubing #118 was obstructed with debris causing vacuum loss and cap piercer leaking. The fse replaced the vacuum tubing which resolved the issue. The fse verified repairs and no further leaking was observed. Identification of failure mode: the failure mode is cap piercer waste tubing #118. No erroneous results were generated or reported. A leaking cap piercer can impact any or all chemistries, including critical chemistries. (B)(4).